Manufacturer narrative:
Evaluation results: (other)- a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a toric single piece silicone lens model aa4203tl in the cartridge and noticed the lens was flipping over. This was prior to insertion, so no patient contact or injury.